Event description:
It was reported that during a carotid stenting treatment procedure, a deployed stent was not fully apposed. The index procedure was treating an 85% stenosed, 4x10mm lesion located in the left proximal internal carotid artery (ica). An 8.0x21mm carotid wallstent was placed to treat this lesion, however, the stent was not fully apposed after placement. A second carotid wallstent was implanted. After the placement of the second carotid wallstent, the site reported good apposition of both stents to the vessel wall. The stents were post-dilated, resulting in 0% residual stenosis. There were no further reported pt complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.